Event description:
It was reported that the pt was implanted an ncb trauma generic on (B)(6), 2012. The pt was revised on (B)(6), 2013 due to failure of fixation device.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).